Manufacturer narrative:
Revision planned for pt with a knee interpositional device. Review of the device history record indicates that the device was mfg to specification.

Event description:
Revision planned for pt with a knee interpositional device.